Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that it was determined that the slip didn't affect the system. The patient put their "numbers back on track" and the issue was resolved. No further complications reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wanted to reach a representative for an adjustment. They were receiving pain relief in their left leg but not in their back. The patient slipped 5 days ago and were unsure if this was related to the issue. No further complications reported.